Event description:
It was reported that during a routine device replacement procedure, the pace/sense portion of the right ventricular lead was noted to have an insulation defect. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2008 (B)(6); 4194 implantable pacing lead 2008 (B)(6). (B)(4).